Event description:
It was reported there was an over infusion of etoposide. Chemo was expected to be 400ml, the pump read 475ml for volume infused. Tested 10x at prescribed rate/dose and delivered accurately each time. There was no patient harm reported. Although requested further information was not available.

Manufacturer narrative:
Investigation conclusion: the customers reported issue of over infusion of etoposide was not reproduced during testing. However, it was observed that the user added vtbi multiple times after 395.1ml were infused. This would suggest that there was actually an underinfusion as the user had to enter additional vtbi in order to infuse the entire 400 mls. All returned devices recorded no errors or malfunctions on the reported incident date. On (B)(6) 2020 at 12:01 am the source pump module was programmed etoposide (drug ID 157) with the following parameters: bsa (1.58m2) based dosing, drug amount 160mg, diluent volume 400ml, duration 1 hour and vtbi 400ml. From 1:01 am to 1:12 am the user added vtbi multiple times for a total of 80.4ml. At 1:14 am the pump module alarmed for air in line the pump module was channeled off. Pvi at the time 475.5ml. Keypress replication observed the source device delivering fluid as programmed and time rate accuracy observed the device delivering fluid within specification. Inspection observed no anomalies that would contribute to the customers reported complaint. Device inspection: the pump module s/n (B)(6) was received with instrument seal intact. The right (male) iui was observed with dry fluid residue. The left (female) iui was observed to be in good condition. Platen assembly, post, hinge, pins, springs, and buttons are all intact and did not interfere with the door operation. Latch sear are installed properly and did not interfere with the door operation. The sear was observed broken and missing the sear set screw. The upper door hinge was observed cracked. The pump module was received with instrument seal intact. The right (male) iui was observed with dried fluid residue. The sear was observed broken and missing the sear set screw. The upper door hinge was observed cracked. No anomalies were observed with any of the electrical or mechanical components. After functional testing and keypress replication was performed the source pump module was disassembled for internal inspection. Internal inspection observed corrosion on the inside of the rear case and on the bottom part of the bezel assembly. No anomalies were observed with any of the electrical or mechanical components. The incident administration set was not returned and could not be inspected. Root cause analysis: the probable cause of the reported over infusion of etoposide was determined to be due to user programming. The chemo infusion was initially programmed to infuse 400ml as reported by the customer, however the user added additional infusion volume multiple times for a total of 80.4ml. Device history review: a review of the device history record showed the device had a manufacture date of 05may2013. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for s/n (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in was performed for the s/n (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported there was an over infusion of etoposide. Chemo was expected to be 400ml, the pump read 475ml for volume infused. Tested 10x at prescribed rate/dose and delivered accurately each time. There was no patient harm reported. Although requested further information was not available.